Manufacturer narrative:
B1, b2 corrected: removed "adverse event" and "hospitalization" respectively. Manufacturer's investigation conclusion: the reported event of low power hazard and power cable disconnect alarms while connected to the mobile power unit (mpu), serial number: (B)(6), was confirmed via the log files. The initial system controller, serial number: (B)(6), event log file was reviewed, and timestamps spanned approximately 6 days (15:48:11 on (B)(6) 2025 to 13:38:21 on (B)(6) 2025). Beginning at 10:51:34 on (B)(6) 2025, power cable disconnect and low power hazard alarms activated as the voltages dropped simultaneously on both power cables. These alarms were active while connected to the mpu, and on (B)(6) 2025, the black power cable was disconnected, followed by the white power cable being disconnected. Following the dual power cable disconnection, the driveline was disconnected for a system controller exchange, and the controller was shut down. The pump maintained a speed within the expected range while the driveline was connected. Reviewing the replacement system controller, serial number: (B)(6), log file, relevant timestamps spanned approximately 3 hours (00:35:24 to 03:29:06 on (B)(6) 2000 and 13:35:49 on (B)(6) 2025). On (B)(6) 2000, power cable disconnect and low power hazard alarms activated while connected to the mpu as the voltage dropped on both power cables simultaneously. During the alarms, a brief no external power alarm activated due to the bus voltage fluctuating. These alarms resolved as the system controller was connected to battery power. During this time, the driveline was connected to the pump and ramped to the intended speed. The pump maintained a speed within the expected range once the driveline was connected. The returned mpu was inspected and evaluated by the service depot. The mpu supplied power to a mock circulatory loop for several days without issues. The mpu was functionally tested and passed all tests. The unit was returned to the customer. Provided information stated that the patient¿s caregiver performed a system controller exchange following a power cable disconnect alarm appearing on the system controller. Additional information provided confirmed that the mpu had a v-lock connector, and it was stated that there was no suspicion of the cord coming loose or environmental factors contributing to the reported alarms. It was also stated that a faulty outlet in the patient¿s home could not be confirmed. The root cause of the reported alarms could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate mobile power unit (mpu), serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section f entitled ¿safety checklists¿ and the heartmate 3 patient handbook section 10 entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's caregiver changed to the backup system controller because the primary system controller alarmed for "attach power" while on the mobile power unit (mpu). Once changed, the alarm persisted, and the patient was placed on battery(s). They went into the clinic for troubleshooting and the caregiver stated that the green light was still present on the mpu, but the site suspected either the mpu or outlet at home was defective. Following review, log files from the primary system controller confirmed power cable disconnects and low power hazard events on (B)(6) 2025 at 10:51:34 which occurred while on the mpu, with both power leads becoming disconnected. The driveline was disconnected on (B)(6) 2025 at 10:55:04. That appeared to be the time the system controller was swapped. The length of time of the system controller swap and pump was off, could not be determined. Technical services (ts) recommended the mpu be replaced. The site stated to further suspect that the outlet the mpu was plugged into was intermittently faulty and would look into it further at a later time. The site thought the connections were loose or the outlet the mpu was plugged into was bad, and the patient's caregiver had panicked. The mpu had a v-lock connector on the ac power cord as it was fairly new, and the patient had not returned it for examination. According to the patient, the connection at the wall outlet and the back of the unit was okay, and the intermittently faulty outlet at the house was not confirmed. No environmental circumstances that could have affected ac power at the time of the event were reported. The patient was given a replacement mpu prior to discharge and instructed not to use the affected mpu, as well as return the old mpu on the next clinic visit.

Manufacturer narrative:
Section d4: device serial/lot number was not provided, so the expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.